Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that during a bridge bolus the hcp was seeing the old drug on the drug screen as fentanyl instead of hydromorphone. The pump did not get updated with fentanyl before this. The hcp later reported the drug was updated and no bridge was performed. This had occurred within 25 minutes and this had resolved the issue. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the patient was "fine" to the reporter's knowledge and was receiving effective therapy.